Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings during the analysis. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a6, b3, d.9., h.3., h.6.

Event description:
Patient reported "rupture" confirmed via CT scan. Later healthcare professional confirmed the rupture. This record is for the right side. Device was explanted and replaced.

Event description:
Patient reported "rupture" confirmed via CT scan. Later healthcare professional confirmed the rupture. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.